Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found inside out abrasions between 10.5cm to 16cm from the distal end and between 12cm to 12.3cm. The sensing and rv cables were exposed in the same area. Further inspection noted several inside out abrasions under the rv shock coil. The ptfe coating of the sensing coil and the rv cables were also abraded. Electrical analysis found that the lead was electrically shorted.

Event description:
It was reported that the patient received several inappropriate shocks. The lead was explanted and replaced.